Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a video evaluation of a device. The video shows the device being used during a surgical procedure. The surgeon is pumping the insufflation bulb while the other surgeon is holding the device. The balloon is not inflating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia, the balloon was found to break out and was not swollen. Another balloon was opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia, the balloon was found to break out and was not swollen. Another balloon was opened and used to complete the case. There was no patient injury.